Event description:
It was reported that the patient was symptomatic with episodes of dizziness, chest pains and spots in front of the eyes. It was reported that either ectopy or far-field r-wave oversensing of the right atrial (ra) lead were preventing the device pacing mode from working as expected. Reprogramming was done and the device and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2010. (B)(4).